Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link IV connector in which a no flow occurred. According to the report, the customer advised that they were using a small gauge IV catheter and it was blocked by the time the syringe was taken off and the patient was back in their treatment room. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention or adverse event associated with this report. No addition information is available. Customer follow-up received on (B)(6) 2011.